Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. During surgery, the newly implanted atrial lead was placed in multiple locations and adequate capture threshold values were unable to be obtained. The lead was explanted and exchanged. The procedure was completed without further issue. The patient was stable.